Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atain abiltiy plus lead and a cougar guide wire were used during a procedure in the left main coronary artery, exhibiting no tortuousity and no calcification. No damage noted to packaging, no issues removing the device from packaging as per IFU. The cougar was inspected with no issues, but was not prepped per IFU. The cougar was flushed before using. The wire tip was formed a little by the physician. The lesion was not pre-dilated, the device did not pass through a previously deployed stent. Excessive force was not used during delivery. It is reported that some resistance was experienced when putting the lead over the wire, during use and during removal. The lead was completely explanted - the cougar wire could not be removed from the lead body. No injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.